Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's sensor failed at about 10:00 am sometime the same day it was put on the arm. The patient had no other sensors. She did a fingerstick which showed a bg reading of 560 mg/dl. By 12:00 pm, the patient was vomiting. She did not take any medication. Because she had no sensors to monitor her readings, her sister called for an ambulance. When the paramedics arrived at about 1:00 pm, they did a fingerstick which showed a bg reading of high. They gave no medication/treatment to the patient and took her directly to the hospital. When she arrived at the hospital, the staff took a fingerstick which showed a bg of 566 mg/dl. They also did a test to confirm that the patient is going into dka. The patient was taken to the ICU and was given IV fluids, an insulin drip and a medication to speed up her heart (pt could not provide the name). She was also given oxygen because she was having trouble breathing. The patient is still at the hospital and is hopeful that she will be discharged before 01/19. At the time of the call, she was tired and not vomiting much. She still has no sensor on. Her latest bg reading was about 300 mg/dl. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191. Patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.